Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error was found in the formatted history file due to arm watchdog failure. Problem isolated to the electronic assembly. No the motor arm cannot communicate with the main arm error noted during testing.